Event description:
It was reported to philips that the defibrillator therapy delivery test failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the defibrillator therapy delivery test failed. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor for which a quote was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time.